Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type catheter. Product ID 8780 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 20-jan-2023, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 23-may-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the catheter was kinked in an unknown position. The physician decided to implant a new pump and catheter. A portion of the original catheter was tied off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that they discussed on (B)(6) 2025 that the hcp decided to explant. The catheter was not aspirating; they tried new pump connectors and the pump would still not aspirate so it was deemed ideal to tie off the old catheter and implant a new system. It was not believed to be the pump malfunctioning, the hcp was not in the operating room able to aspirate easily and deemed it necessary to replace the whole system and upgrade to the synchromed iii pump. The patient experienced symptoms diagnosed as withdrawal; once pump and catheter were replaced, patient no longer had withdrawal symptoms.